Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored for several days and no unexpected powering off or blank display noted. Also, no unexpected low battery life or low battery alert noted during testing or in device trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and after changing the battery the insulin pump did not turn on. ¿the customer stated they did not receive a low battery alert prior to the replace battery alert. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. The new battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.